Event description:
Investigation is done.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a prosa with progav 2.0 (part # fx992t) was implanted during a procedure performed on an unknown date. According to the complainant, the prosa shuntsytem was explanted during a revision procedure performed on (B)(6) 2021. At this time, no malfunction has been reported. The complaint device was returned to the manufacturer for evaluation. Although requested, additional information has not been made available. It´s the same patient as # 3004721439-2021-00311.